Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl572t - ligature clip 12 mag.= 144 pcs.. According to the complaint description, the clips was ejected into the patient's abdomen. Incident occured several times with this batch. Problem solved by changing the batch number with the same pliers. The fragment remained in situ. This occurred during a prostatectomy. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00485 (400517503 - pl572t).

Manufacturer narrative:
Updated h6: codes investigation results: visual investigation: cartridge in question was not provided for investigation but original sealed cartridges from the same lots. 400517503: 6 cartridges received (52675218). 400517504: 11 cartridges received (52674040). Vigilance investigator carried out the pictorial documentation visually . A functional test was carried out with an applicator from stock successfully. No deviation could be found. Additionally, the provided cartridges have been forwarded to the responsible q-coordinator of the production plant for further investigations. According to the results to this investigation, the provided cartridges are according to the specifications valid at the time of production, no deviations found. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that one similar complaints have been filed against products from this batch number(lot 52674040). The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a product safety case(psc) was initiated. Any action regarding CAPA will be addressed with this case.

Event description:
Associated medwatch-reports: 9610612-2021-00485 (400517503 - pl572t) and 9610612-2021-00486 (400517504 - pl572t).